Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that: "circulator opened femoral head and stated that the inner package looked like it was once wet. The surgeon looked at the package also and agreed and refused to use the package due to the sterility in question."